Event description:
Boston scientific received info that this right atrial (ra) lead dislodged shortly after the implant procedure. A chest x-ray was performed and confirmed the dislodgement. The ra lead was explanted due to tissue in the helix mechanism. A new ra lead was successfully implanted. No add'l adverse pt effects were reported. Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.